Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u2, was thermally sensitive.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control evaluated the customer's device and replaced the user interface pcb assembly. This removed part was further evaluated by physio-control and it was observed that it would intermittently cause the test device to boot up to a white display. When this occurred, defibrillation therapy would not be available, if it was needed.